Manufacturer narrative:
Device evaluation: one diamond rasp 45 deg device was returned for evaluation of the reported complaint mode, ¿diamond fell off instrument¿. The reported defect was able to be confirmed. A small divot was noted where the diamond would have sat on the device. A review of the manufacturing history did not identify issues associated with the manufacture of this device. A complaint history search for this part number has not identified any additional complaints for this failure mode. Based on this information, this is an isolated incident and no further action will be taken. (B)(4).

Event description:
During an arthroscopic meniscal repair utilizing the diamond rasp 45 deg, it was reported that the surgeon discovered that a diamond fell off from the instrument. It was reported that the device had been previously used three times. The loose diamond was seen through the arthroscopy 45 min into the procedure. It may have been rinsed out with the fluid, but the surgeon does not know if the diamond is still in the knee. The procedure was able to be completed, and the patient was reported to be okay. The patient has not been informed. No follow-up imaging has been performed to determine if the diamond was left in the patient.